Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that an informational power on reset (por) error message was displayed on both their programmer and recharger. The patient stated that they were trying to recharge their implantable neurostimulator (ins) when they first saw the por message. It was also reported that the patient¿s therapy had stopped due to the por and they were in a bunch of pain. The patient confirmed that the pain started at the same time that they saw the por message, but the error screen would go away on their recharger and they would be able to charge their ins. It was unknown if the por was related to an overdischarge event. Troubleshooting steps were performed during the call and the por message was able to be cleared. At that time, the patient noticed that their ins battery was depleted and went to charge but was getting poor coupling. It was noted that the issue started a couple of months prior to the date of this report. No further complications were reported or anticipated. Indication for use is non-malignant pain.